Event description:
This female with a history of chronic renal failure was admitted to palmetto general hospital for replacement of dialysis catheter. In 2007, there was an unsuccessful attempt to place a catheter via right and left external jugular veins in special procedures. The following day, a quinton catheter was placed on the right subclavian vein by a surgeon at the pt's bedside. On x-ray, it showed that the catheter appeared coiled with in the right brachiocephalic vein/superior vena cava and that it needed to be rechecked. The catheter was not patent when verified and evaluation under fluoroscopy was ordered. A fluoroscopy was performed for evaluation of the right subclavian catheter the next day; the radiologist's impression was that it showed a piece of wire with in the distal end of the catheter extending into the superior vena cava. The radiologist then placed a femoral catheter for renal dialysis. The pt was informed by the attending physician. The pt was transferred from palmetto general hospital to hialeah hospital the following day for removal of the guidewire. Diagnosis or reason for use: dialysis due to chronic renal failure.